Event description:
Pfs and medical records received. Operative notes indicated that the patient was revised due to stem loosening. Multiple surgeries were discovered through medical records and have been reported separately, see linked complaints.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1931833 and 2048214 . A search of the complaint database finds additional reported incidents against lot code 2120406 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. Medical records were obtained and reviewed by a medical professional. From a medical perspective based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.